Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed insulin flow blocked. The patient's blood glucose was 35 mg/dl. No further details regarding treatment or symptoms of the low blood glucose were mentioned. Troubleshooting did not occur. It is unknown if the auto mode feature was active and automatically delivering insulin at the time of event. The insulin pump was not returned for analysis.